Manufacturer narrative:
The event of oral (B)(6) assessed as serious and is not assessable due to insufficient information. The event implant site infection assessed as serious and possibly related. The events implant site mass and implant site swelling assessed as not serious and possibly related. The event hypersensitivity assessed as not serious and is not assessable due to insufficient information.

Event description:
This spontaneous case was received on (B)(6) 2014 from a nurse practitioner and concerned a (B)(6) female patient. The patient's medical history was not reported. It was reported that the patient did not have medical history of (B)(6) on the lips. The patient did not have any prior filler therapy. The patient's concomitant medications included wellbutrin (bupropion hydrochloride) and ambien (zolpiderm tartrate). On (B)(6) 2014, the patient received treatment with restylane l, in the form of hyaluronic acid and lidocaine 1ml injection on the lips and nasolabial folds, for augmentation and lines. The batch number and expiry date were not reported. On (B)(6) 2014, the patient experienced cold sores around the lips. Subsequently, the patient was started on a 10 day course of acyclovir 200mg four times daily for treatment of cold sores. On (B)(6) 2014, the patient reported the event getting better. On (B)(6) 2014, the event became worse with swelling, and the patient visited a local emergency room and was examined by a plastic surgeon. The plastic surgeon diagnosed the worsening event to be due to allergic reactions with an infection and started the patient on clindamycin. On (B)(6) 2014, the patient was seen by the reporter and had less swelling without drainage and one crusty lesion on the lips. On the same day, the patient also experienced two bumps without pustule or infection on the outer nares on the right side. The patient reportedly continued to take acyclovir. The outcome of the events cold sores, swelling, allergic reaction, and infection was recovering. The outcome of the event two bumps without pustule or infection was not recovered. The reporter suspected that restylane l facilitated outbreak of (B)(6), but did not actually cause the outbreak since the patient's husband had canker sores in the mouth for a long time. No further information was provided.